Manufacturer narrative:
It is noted that the patient initially contacted baxter respiratory clinical support to report that the life 2000 device had a system fault (unknown type), the device had water in its trap compartment, and there was condensation in the device¿s nasal interface tubing. There was no allegation of injury and no report that medical intervention was required. This patient has a medical history of copd, dyspnea, and is in hospice care and uses the life 2000 device in conjunction with 5-6l oxygen bleed via a third-party oxygen concentrator (unknown brand). Documentation for this patient also notes concerns regarding the patient¿s ability to perform duties associated with the use and maintenance of the life 2000 device as well as the patient¿s lack of support/assistance in the home. During the follow-up call by a respiratory clinician with the patient, the patient stated that he was ¿not breathing well in general¿. The patient declined the need for medical assistance/911 and declined ems services. The life 2000 device was noted to be ¿working fine¿ additionally, the patient reported that his oxygen saturation was fine¿. At this time the patient reported that he had a broken device with a red light illuminated, noted to be an oxygen concentrator (third-party). It is unknown if the reported red light was for the purpose of alert indicator or confirmation of power supply. The breath technologies life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The life 2000 device is equipped with safety indicators that provide the user with visual and audio indications of potentially hazardous conditions with the intention that the user will respond to the alert and take appropriate action to rectify the issue. In the event of a system fault, a message appears on the device¿s screen along with troubleshooting steps for the user to initiate. The device IFU states ¿if the system fault persists, place the patient on an alternate means of ventilation (if necessary) and contact the breath technologies service representative. The device contains a condensation tray, located on the back side of the device, that collects water condensate from humidity in the air. The IFU instructs ¿check the condensation tray daily, or more frequently if needed. The frequency which the condensation tray needs to be checked and emptied will depend on the amount of humidity in the ambient air. The more humidity that is in the air, the more frequently the condensation tray will need to be checked, emptied, and replaced.¿ in this event, the patient was noted to have reported general difficulty in breathing in which the patient did not seek medical intervention and declined the need for medical assistance. This event was not life-threatening and medical or surgical intervention was not required to preclude permanent impairment of a body function or structure which concludes a serious injury did not occur. Additionally, there was noted concern of the patient¿s inability to perform the daily tasks associated with the use of the life 2000 device (use error). Follow-up was performed with the patient, the patient¿s family, and the patient¿s home medical provider (hospice), to provide additional device training as well as recommended device maintenance, for the prevention of use error. The ultimate cause of the reported system alert is unknown, as the patient later stated that the device was working properly. Additionally, the alert provided by the life 2000 device indicates that the device worked as designed and provided an appropriate alert (as acknowledged by the patient). The device remained with the patient for continued use, therefore an inspection of the device was not performed. At this time, based on the report of the ¿red light¿ it is undetermined if an interaction occurred between the life 2000 device and the oxygen concentrator (noted to have a red light), however, if a system interaction or use error was to recur, is likely to cause or contribute to a serious injury. Should additional details become available the complaint will be addressed accordingly.

Event description:
It is noted that the patient initially contacted baxter respiratory clinical support to report that the life 2000 device had a system fault (unknown type), the device had water in its trap compartment, and there was condensation in the device¿s nasal interface tubing. There was no allegation of injury and no report that medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).